Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
Treatment of an aneurysm. During the procedure, it was reported the implant coil prematurely detached inside the catheter. The detached implant coil was removed from the patient and the procedure was completed with other coils (using the same catheter). Prior to the procedure, it was reported the pushwire was found folded as the device was opened and removed from the inner package. The physician unfolded the pushwire and advanced the coil into the microcatheter despite its condition.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
(B)(4)